Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem, liner wear, and trunnion wear. The head and liner were revised. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation & wear involving an unknown metal head was reported. The event was not confirmed. Method & results: product evaluation and results: the device was not returned for inspection; however, a photographs was provided. The photo shows a metal head, nothing remarkable was noted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.